Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 475cc saline prosthesis experienced left sided deflation post procedure. The deflation was diagnosed through a physical examination. As a result, replacement with mentor gel was performed on (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 25, 2020. The investigation of the returned device was completed by the failure analysis lab on december 8, 2020. Device evaluation summary: during the visual evaluation of the device, a tear was observed on the anterior aspect, measuring approximately 2.0 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).